Event description:
The customer reported power pca and nbp boards have failed. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.